Event description:
Patient ordered to have pca dilaudid. B braun, bodyguard model 575 pca pump was used. Pump did not deliver proper amount of pain medication; patient was underdosed, and did not receive adequate pain relief. Over 8hr shift pt should have received 18cc out of syringe. Pump only delivered 3cc but recorded that 18 was administered. Pump sent to biomed for testing. Pump failed test with syringe but passed with IV bag. Manufacturer states pump is able to use syringes or bags. Also see mw5041953.